Event description:
It was reported that a stent issue occurred. The target lesion was located in the distal left circumflex artery (lcx). A 24 x 3.50 promus premier select drug-eluting stent was advanced for treatment. However, when it was pushed towards the distal lcx, the stent was stuck on the stent in the proximal part. The 24 x 3.50 promus premier select stent was completely removed using a snare and the procedure was completed with another of the same device. No patient complications were reported, and the patient condition was stable.

Manufacturer narrative:
E1: initial reporter phone: (B)(6). The promus select ous mr 24 x 3.50mm stent delivery system was returned for analysis. Visual and tactile inspection revealed no kinks or damages to the hypotube. Visual and microscopic inspection revealed the stents struts were distally pulled off the balloon and rested on the product mandrel and balloon protector. The stent was pulled completely off the balloon. The end of the stent was contained within the stent protector. Microscopic inspection revealed no issues with the balloon and that crimp markings were visible. No issues were noted with the outer/mid-shaft sections or the inner lumen of the device. Contrast media was noted in the inflation lumen. No damage was noted on the tip.

Manufacturer narrative:
E1: initial reporter phone: (B)(6).

Event description:
It was reported that a stent issue occurred. The target lesion was located in the distal left circumflex artery (lcx). A 24 x 3.50 promus premier select drug-eluting stent was advanced for treatment. However, when it was pushed towards the distal lcx, the stent was stuck on the stent in the proximal part. The 24 x 3.50 promus premier select stent was completely removed using a snare and the procedure was completed with another of the same device. No patient complications were reported, and the patient condition was stable.